Event description:
It was reported that a small volume folfusor over infused during infusion. The expected therapy time was 48 hours; however, it was observed that the device had delivered all the medication in a little over 24 hours. The pump contained 45.1 ml of glucose 5% perf viaflo (baxter) and 74.9 ml of fluorouracil accord 5g/100ml (3744mg). The total volume in the pump was 120.0 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between february 3, 2025 ¿ february 5, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.